Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is nonassignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass lack of effect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Lasted a good 15 hours, not exactly 16 but still good for me [device effect incomplete]. Case description: this is a spontaneous report from the pfizer-sponsored program robax website product reviews received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The consumer reported "lasted a good 15 hours, not exactly 16 but still good for me". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Information from the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass lack of effect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (14sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (19feb2020): new information from the product quality complaint group included: investigation results. This follow-up report is also being submitted to amend previously reported information: to recode the event to "device effect incomplete". The case was down-graded to non-reportable. No follow-up attempts required. No further information expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass lack of effect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]: lasted a good 15 hours, not exactly 16 but still good for me [device effect incomplete]. Narrative: this is a spontaneous report from the pfizer-sponsored program robax website product reviews received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The consumer reported "lasted a good 15 hours, not exactly 16 but still good for me". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Information from the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass lack of effect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (14sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (19feb2020): new information from the product quality complaint group included: investigation results. This follow-up report is also being submitted to amend previously reported information: to recode the event to "device effect incomplete". The case was down-graded to non-reportable. No follow-up attempts required. No further information expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00353 and MFR report number 1066015-2020-00055 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00353. MFR report number 1066015-2020-00055 is to be considered as deleted. No follow-up attempts required. No further information expected.

Event description:
Event verbatim [preferred term] lasted a good 15 hours, not exactly 16 but still good for me [device issue] , . Case narrative:this is a spontaneous report from the pfizer-sponsored program robax website product reviews received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The consumer reported "lasted a good 15 hours, not exactly 16 but still good for me". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported "lasted a good 15 hours, not exactly 16 but still good for me" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device., comment: based on available information, the patient reported "lasted a good 15 hours, not exactly 16 but still good for me" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] lasted a good 15 hours, not exactly 16 but still good for me [device issue]. Case narrative:this is a spontaneous report from the pfizer-sponsored program robax website product reviews received from a contactable consumer. A female consumer of unknown age started to receive thermacare heatwrap (robax lower back & hip heatwrap) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The consumer reported "lasted a good 15 hours, not exactly 16 but still good for me". The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on available information, the patient reported "lasted a good 15 hours, not exactly 16 but still good for me" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device., comment: based on available information, the patient reported "lasted a good 15 hours, not exactly 16 but still good for me" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device.